Event description:
It was reported that the patient remained ongoing at clinic visit on (B)(6) 2021. The patient would remain on chronic oral keflex (cephalexin).

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that a culture was taken (B)(6) 2021 due to increased drainage. The culture revealed staphylococcus epidermidis.

Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 18nov2020. Review of the sterilization and packaging documentation in the device history records found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had increased redness at the driveline around the suture. The suture was removed, the area was cleaned, and a new dressing was applied. The patient was placed on oral keflex. There was no culture obtained and the patient was not hospitalized. The keflex was stopped on (B)(6) 2021. The patient remained alive and implanted. The device operated as expected.